Event description:
Customer reported an issue with the pump's touchscreen responsiveness, which was not cracked but remained unresponsive and frozen despite attempts to reset it. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.